Manufacturer narrative:
On (B)(4) 2016, an fse was dispatched to address the reported issue. The fse spoke with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer by having the customer do a version-up software reload. The customer ran the remainder of the day with no errors. The fse made a follow-up phone call to the customer and the customer reported running with no errors. The aia-2000 analyzer is functioning as intended with all errors cleared. No further action is required by the fse. The most probable cause of the reported event was due to a software glitch. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported tip shortage error with the aia- 2000 analyzer. The customer reported loading the tip tray (6 trays) and the tip count will be accurate but the tip arm will skip the first few trays and pick up at tray 3 or tray 6 then give the tip shortage errors. The customer is unable to run fsh, lh2 and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lh2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.